Manufacturer narrative:
During an interventional procedure of a chronic total occlusion (cto) lesion in the iliac artery, the distal tip including the needle of an outback catheter sheared off in the patient. It was snared out and the patient is ¿okay.¿ this added an additional 30 minutes to the case. The procedure was completed but it is not currently known how it was completed. Multiple attempts were made without success to obtain the device and additional information. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure of a chronic total occlusion (cto) lesion in the iliac artery, the distal tip including the needle of an outback catheter sheared off in the patient. It was snared out and the patient is ¿ok.¿ this added 30 minutes to the case.  The procedure was completed but it is not currently known how.  The device will be returned for analysis.

Manufacturer narrative:
The device was received with distal end broken and included. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an interventional procedure of a chronic total occlusion (cto) lesion in the iliac artery, the distal tip including the needle of an outback catheter sheared off in the patient. It was snared out and the patient is ¿ok.¿ this added 30 minutes to the case. The procedure was completed but it is not currently known how. A non-sterile outback elite 120cm re-entry was received inside of a plastic bag. Product was removed from the plastic bag to do a first visual inspection without any optical magnifying device. With a naked eye visual inspection, a separated cannula needle condition was observed. Also compressed/crushed areas were detected at two places on the outer sheath. Damages are located at 108 cm and 60 cm from the distal tip end. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17611328 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The separated parts were placed under a microscope to do further analysis. Microscopic results showed that the separated sections at the cannula needle, presented elongations and frayed edges. These characteristics are evidence of the application of a tension force which induced the separation. No other issues were noted during the microscopic analysis. He reported ¿cannula/needle fractured/separated¿ was confirmed through analysis of the returned device. Also, an additional failure of a compressed/crushed condition was confirmed. However, the exact cause of the separation and compressed/crushed state could not be conclusively determined during the analysis. Based on the limited information available for review, procedural/handling factors may have contributed to the separation reported as evidenced by the elongations and frayed edges noted at the area of separation. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. If the guide wire kinks, carefully attempt to remove the wire and replace with a new one. Stop if any resistance is felt when removing wire from the outback elite re-entry catheter. If resistance is encountered, retract the cannula tip back into the shaft and then remove the outback elite re-entry catheter and wire together from the vasculature. Excessive calcification at the site of re-entry may impair performance.¿ also stated in the IFU, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence. Select a 0.014¿ guide wire from the list of recommended guide wires in table 1. Verify that the cannula tip is fully retracted back into the outback elite re-entry catheter shaft and the catheter is straight. Back load the 0.014¿ guide wire into the outback elite re-entry catheter through the distal end port of the nosecone.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process of the product. Therefore, no corrective/preventive action will be taken at this time.